Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6), 2011. According to the complainant, when the physician checked the functionality of the device before use, it was noted that the brush would not retract into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the brush present and extended, and the handle cannula was bent at the distal end of the thumb ring. The brush would extend and retract without issue when the handle was actuated. The device was inserted into a duodenoscope with a 2.8mm working channel and functioned properly while the scope was straight and fully deflected, and the brush retracted into the sheath according to specifications. The condition of the returned device was not consistent with the complaint that the brush would not retract into the sheath; the complaint was not confirmed. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6), 2011. According to the complainant, when the physician checked the functionality of the device before use, it was noted that the brush would not retract into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.